Event description:
It was reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer blood glucose was 400 mg/dl. Customer stated the alarm was resolved by a complete change of infusion set. Customer declined to return the reservoir for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.